Event description:
The pt reported that her infusion device was not responding to button pushes and appeared to be locked up. She reported that her blood glucose was elevated (355-400 mg/dl). The pt reported that she has been ill and was not sure if the illness was contributing to her elevated blood glucose values. Upon troubleshooting, the pt was instructed to remove the power pack for 3 mins. Upon reinsertion, the infusion device operated as intended. The pt had switched to her back up infusion device before contacting co rep. The pt indicated that her normal blood glucose values are 150-160 mg/dl. She reported symptoms of thirst and the urge to urinate. No product will be returned for evaluation. The pt did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.